Event description:
Reportedly, when starting the home monitor, the lights were orange. After a few minutes, pit (patient initiated transfer) and progress lights turned to green for a second and this action was repeated every 5 minutes approximately. The status light remains orange. It remained the same even after a reset and by placing the home monitor closer to a window.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, when starting the home monitor, the lights were orange. After a few minutes, pit (patient initiated transfer) and progress lights turned to green for a second and this action was repeated every 5 minutes approximately. The status light remains orange. It remained the same even after a reset and by placing the home monitor closer to a window.